Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side "complaint of leakage". The device has been explanted.

Event description:
Healthcare professional reported right side "complaint of leakage". Patient additionally reported right side swollen lymph nodes, painful lymph nodes, painful breast." Patient also reported , "breast implant illness, headaches, painful joints, tiredness, painful muscles, hormonal imbalance, melanoma." These events are not device related. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening on radius, yellow particles in the shell and underweight. A visual and microscopic analysis was performed which identified: sharp opening on radius and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp opening on radius assessed as an unidentified (tear) opening.

Event description:
Patient additionally reported right side swollen lymph nodes, painful lymph nodes, painful breast." Patient also reported , "breast implant illness, headaches, painful joints, tiredness, painful muscles, hormonal imbalance, melanoma." These events are not device related. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, b3, b5, b7, d1, d2, d4, d6a, d6b, g2, g.4 , h4, h6 . The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.